Event description:
Customer reported that the alarm does not sound when weight is removed from the pad. The batteries were replaced with a new supply. There was no visible damage to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. The product status is unk a supplemental MDR will be provided if the product is returned and upon completion of the eval. Manufacturer references file # (B)(4).